Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient received a high drain 104 (night drain cycle four) alarm. (A high drain alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume). This alarm occurred after use, when therapy was complete. The patient¿s nurse stated that the patient had missed therapy the night before and used two 4.25% solution bags, which ¿pulled off all the ultra-filtration (uf).¿ there was no patient injury or medical intervention in association with this report. No additional information is available.